Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) was at end of service and there was a charge circuit time out alert. It was also reported "they do not want the ICD removed or replaced." Information for how to turn off the alert was requested. A request for additional information was made, but not received. The ICD remains in use and no patient complications have been reported as a result of this event.